Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a message was displayed on the programmer screen upon pacemaker interrogation. The user clicked on the ok button of the dialogue box, while the programming head placed over the implant site. Once the interrogation was completed, it was observed that the pacing mode changed from ddi to vvi. The pacing mode was then reprogrammed by the user. It was reported that no pacemaker re-initialization occurred.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a message was displayed on the programmer screen upon pacemaker interrogation. The user clicked on the ok button of the dialogue box, while the programming head placed over the implant site. Once the interrogation was completed, it was observed that the pacing mode changed from ddi to vvi. The pacing mode was then reprogrammed by the user. It was reported that no pacemaker re-initialization occurred.